Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dark. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue, and the rse informed the customer that the latest version of the service manual. The rse provided the customer with the part information for the user interface (ui) assembly without navigation ring (nav-ring). This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) of the issue, and the rse informed the customer that the latest version of the service manual. The rse provided the customer with the part information for the user interface (ui) assembly without navigation ring (nav-ring). Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.